Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that, during the initial deployment attempt, the valve dislodged. Potential factors that could influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. The cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. During the attempted recapture, the reported event indicated that the capsule was crimped. This description was consistent with capsule buckle events. A still image submitted by the account showed a potential capsule buckle event. Capsule buckle events typically occurred due to excessive compressive forces applied during the valve loading process. This excessive compressive force was only experienced when the valve was loaded incorrectly. It was reported that the valve may have been misloaded. However, no fluoroscopic load check images were submitted for review, therefore it could not be independently determined if the valve was correctly loaded onto the dcs. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while releasing the valve, the valve dislodged. It was attempted to recapture the valve, however was unsuccessful due to the capsule was crimped behind the valve. It was reported a misload may have occurred.